Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site. The physician relocated the pocket.

Manufacturer narrative:
This is the final report.